Event description:
It was reported that the patient feels the new lead wire beating like a heartbeat near his stomach. The beating is not going away and is now continuous. The patient was seen in the doctor's office and it was confirmed that there was stimulation of the diaphragm. The lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.